Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event followed by high glucose after disconnecting from the pump to shower and later reconnecting, with dexcom g7 sensor in grace period during the low alert and subsequently replaced; the user treated the low with oral carbohydrates, then recorded high glucose values by fingerstick up to 520 mg/dl and used subcutaneous insulin by pen while temporarily managing off-pump. Symptoms included hypoglycemia and hyperglycemia with dry mouth, increased urination, impaired walking, and disorientation. Outcomes included stabilization of glucose to 187 mg/dl after interim mdi and subsequent pump reconnection, with no hospitalization. Investigation included troubleshooting and education, including guidance to remain off the pump for several hours after mdi before reconnecting, and follow-up to confirm stabilization. Investigation of this case revealed that the cause of the low and subsequent high remained unclear, with no device malfunction identified and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.